Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no failures, as the customer had already corrected the issue. Tested drawer 5 using the hardware test application, rebooted the system back into the application, after which the customer inventoried the medication in the drawer. All tests were completed with no issues noted. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. When drawer 5 was closed, it did not register as closed and continued to fail. Excessive force was required for the drawer to close properly. It was suspected that an obstruction may have occurred during a previous attempt to close the drawer, causing it to malfunction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.